Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that he needs replacement for a reservoir that did not work. The customer stated the plunger would not push all the way in so that he could withdraw the insulin into it. The customer saved the reservoir to send for analysis. The customer was advised that we are sending t pack of reservoirs.